Event description:
It was reported that the patient experienced pain and suffering with the inflatable penile prosthesis (ipp) due to malfunction. A replacement date is date is scheduled on (B)(6) 2019. No further issues were reported in relation to this event.

Manufacturer narrative:
The cylinders and reservoir were visually and functionally inspected. Cylinder 1 has a hole in the outer tube which is consistent with input tube wear and avulsion. There is broken fabric threads and bulging when inflated. The sleeve length is 0.0mm long. Cylinder 2 has a hole in the outer tube with an undetermined wear and avulsion. There is broken fabric threads and bulging when inflated. The reservoir has no leak. Review of the manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed. No ship history, labeling review, or risk review performed per cis product investigation wi, 92186855. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient inflatable penile prosthesis (ipp) was not filling up due to fluid loss. Additionally, the issue caused the patient pain and suffering. The entire ipp system was removed and replaced with a new one. No further issues were reported in relation to this event.

Event description:
It was reported that the patient inflatable penile prosthesis (ipp) was not filling up due to fluid loss. Additionally, the issue caused the patient pain and suffering. The entire ipp system was removed and replaced with a new one. No further issues were reported in relation to this event. The product was explanted and returned. A supplemental report will be filed after the product analysis has been completed.

Manufacturer narrative:
Adverse event or product problem, outcomes attributed to adverse event, and type of reportable event updated.